Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient passed away due to health complications. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.

Manufacturer narrative:
Date of the report in the initial report should be corrected to 11 jan 2021.

Event description:
Follow-up report to correct a field in the initial report.